Event description:
Customer reported blood glucose results of hi, which on the advantage system indicates a result in excess of 600 mg/dl, and 241 mg/dl within 10 minutes on the advantage system. Reported results from a different day of hi and 254 mg/dl within 10 minutes on the advantage system. Customer says he cut nicks into the lid to make it easier to get the lid off. Says he has used this same lid for the last 6-8 bottles of test strips. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.